Event description:
Distributor reported that a procedure for revision of ethmoidectomy and frontal sinusotomy, the doctor removed the bur from the surgical site and the tip was missing. One day later, an x-ray indicated the bur head had broken off and was still in the pt. It was removed and the pt recovered normally after the additional days in the hosp.